Event description:
The customer reported that during the patient event, their device lost power while charging defibrillation energy. The device reportedly reached 30 joules, then lost power. The customer did report that the device powered back on however it was unknown if the device was usable during the remainder of the patient event. The device did have its service indicator illuminated and had logged an event code repeatedly during the event. The customer did not have any additional information regarding the reported event. It is unknown if the patient suffered any adverse effects during this event.

Manufacturer narrative:
(B)(4): physio-control has performed an evaluation of the device and has verified the reported event codes but have been unable to verify the reported loss of power issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
Additional information has been provided by the customer. Upon arrival of the customer, the patient was found to have committed suicide by hanging himself. The patient was immediately moved to the floor where CPR was initiated. Following CPR, the customer attempted to use their device, then the reported device issue occurred. The patient did not survive the event.

Manufacturer narrative:
Corrected data: the supplemental medwatch report indicates: physio further evaluated the device and replaced the therapy pcb assembly. Proper device operation was observed through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed therapy pcb assembly and observed the reported failure one time. Through further testing, a component level cause could not be determined. A clinical review was performed and determined that the device use did not contribute to the death of the patient. The supplemental medwatch report should indicate: physio further evaluated the device and replaced the therapy pcb assembly. Proper device operation was observed through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed therapy pcb assembly and did not duplicate the reported loss of power failure, but did observe the device to continue charging past the indicated joule level and illuminate the service indicator. Through further testing, a component level cause could not be determined. A clinical review was performed and determined that the device use did not contribute to the death of the patient.

Manufacturer narrative:
Physio further evaluated the device and replaced the therapy pcb assembly. Proper device operation was observed through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed therapy pcb assembly and observed the reported failure one time. Through further testing, a component level cause could not be determined. A clinical review was performed and determined that the device use did not contribute to the death of the patient.